Manufacturer narrative:
This complaint is still under investigation. Will notify the FDA of the results of this investigation once it has depuy been completed. (B)(4).

Event description:
The box trial was bent so it couldn't fit into the femoral trial.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against product code 201103015 found additional reports of damaged jack pins. Previous investigations found damage to the jack pin component of which the root cause was attributed to attempts to remove the box trial from the femoral trial before the box trial jack pin screw is fully disengaged. The current reported damage is consistent with attempts to removed box trial from the femoral trial before the box trial assembly screw is fully disengaged. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaint trends through .(B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.